Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. Some bundles of the cable were frayed, but the cable is not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps (fbf) instrument had sheered wire at tip. The issue was identified during procedure. The procedure was completed robotically and there was no injury to the patient and no report of fragments falling from the device into patient while in use. There was a procedure delay of 5 minutes while the new instrument was opened and there were no photographic images of the device(s) or a video recording of the procedure available for intuitive surgical review.

Event description:
It was reported that the fenestrated bipolar forceps was observed to have a damaged tip.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization was issued to evaluate the intuitive surgical, inc. (Isi) device, however, the device has not been received yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.